Event description:
The user facility reported that water was leaking from their reliance vision single-chamber washer/disinfector onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician inspected the reliance vision single-chamber washer/disinfector and found a missing spray arm tip on the middle level of the manifold rack and a missing screw on the unit's spray arm center hub. Due to the missing spray arm tip and screw, this would have caused the spray arms to not rotate properly subsequently causing high-pressure water to spray directly at the door seal causing the reported event. The user facility's engineering team replaced the spray arm tip, and the steris service technician secured the spray arm assembly, ran a test cycle and confirmed the unit to be operating properly. The reliance vision single-chamber washer/disinfector was returned to service and no additional issues have been reported. The operator manual states (4.2), "before operating equipment - manually rotate spray arm assemblies on top and on bottom of chamber to ensure movement is not obstructed. If spray arm assemblies do not rotate freely, refer to section 6.10, inspect and clean rotary spray arm assemblies." The operator manual states (section 6.10), "once a week, clean chamber rotary rack spray arm assemblies." The user facility's engineering team discussed and counseled user facility personnel on the reported event and the importance of inspecting the spray arms prior to utilizing the reliance vision single-chamber washer/disinfector.